Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex siliconised pvc, oral/nasal soft seal cuff tracheal tube cuff leaked immediately upon intubating a patient. Subsequently, a tube change out was required. The reporter also stated they considered the possibility of the device being damaged by the patient's teeth during intubation, but wanted to confirm if there was an issue with the product. There were no adverse patient effects.